Event description:
It was reported that during a metatarsal rf procedure, the generator alarmed that the grounding pad had detached. Troubleshooting was unable to resolve the issue. As a result, the procedure was abandoned.

Manufacturer narrative:
The reported issue was confirmed. Based on the information provided to abbott and the investigation performed, the occurrence of the field reported issue was confirmed. No abnormalities or warning messages were reproduced during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends.